Event description:
It was reported that the surgeon had just completed a exploratory laparotomy to fix a leak from a powered circular anastomosis that was operated on last friday. He said when he got in, the anastomosis was completely detached, but had staples intact. The tissue was nice and pink, so he said it was not ischemic. The two ends were literally lying next to each other wide open. They sewed the new anastomosis to complete second surgery.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was requested, and the following was received: what was the exact surgical procedure? Sigmoid resection. Was the anastomosis under tension? No. What was the shape of the staples? B shaped. Was there any pre-op radiation or chemotherapy? Unsure. Was there any issue in the first procedure? None. Was a leak test performed in the first procedure? If so, what type and what was the result? Yes, rigid sigmoidoscope. No leak detected. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 2. How was the leak identified? Fever, pain. What was observed at the site of the leak upon reoperation? Two ends were totally detached lying next to one another in abdominal cavity. How was the leak addressed? Re-op. Additional information provided: the surgeon has been using powered since the release of product. No evidence of ischemia. No issues with removal of device.